Event description:
It was reported that this patient presented at the hospital due to this inflatable penile prosthesis not working properly. Two weeks later the device cylinder and pump were replaced and a crack was confirmed in the cylinder connection tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually and microscopically inspected. One cylinder had leaks from sharp instrument testing consistent with explant so it was not pressure tested. The other cylinder passed leak and pressure testing. Visual and microscopic inspection of the pump did not identify any leaks in the pump or the tubing. However, microscopic inspection found the pump deflation ball was misaligned; the pump did not pass activation testing. A review of the manufacturing records was performed, and the device met its material, assembly, and performance specifications. Analysis could not confirm the alleged crack in the cylinder connection tube. The misaligned pump ball could have caused or contributed to the clinical observations of the device not working properly.

Event description:
It was reported that this patient presented at the hospital due to this inflatable penile prosthesis not working properly. Two weeks later the device cylinder and pump were replaced and a crack was confirmed in the cylinder connection tube. No patient complications were reported.